Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: device's screen went blank and button/keys did not respond while ventilating. However, no harm to the patient reported as the ventilation did not stop.